Event description:
It was reported the video system center had no image and the image kept flashing during a diagnostic colonoscopy procedure. The color would fade on the screen and mucosa would not be visible. There were no reports of patient harm. The procedure was delayed by 1 1/2 hours. Follow-up, indicated the patient was sedated for approximately ½ hour. The patient was awakened and then sedated again and procedure was completed.